Event description:
Caller states the pt tested 4.8 inr on the coaguchek xs sys and 7.4 inr on a comparison lab. Coumadin was held for 1 day. No adverse event reported. Requested return of suspect system and replacement was sent.